Event description:
A local partner in slovenia reported that there was a handheld computer at a hospital that is randomly freezing. A hard and soft reset were performed but did not resolve the issue. Good faith attempts are being made for the product to be returned for product analysis.